Event description:
Potential manufacturing error. It was reported, "during a tkr upon opening #3/10mm insert, we discovered a defective implant. The anterior aspect of the base of the p/s post was covered with curling pieces of polyethylene that apparently had not been removed by the machining process."

Manufacturer narrative:
As part of a quality system improvement plan, stryker corporation conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B) (6) 2006 to (B) (6) 2008, were the scope of this retrospective review. These events are part of a retrospective summary report being submitted (B) (4). There is 1 event associated with this event type (potential manufacturing error and product code lxh).